Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the touchscreen cracked and "screen isn't accessible". The customer¿s blood glucose was 300 mg/dl. The customer reverted to multiple daily injections for insulin therapy.